Event description:
Limited information was reported through a legal event that a (B)(6) female patient underwent an incisional and umbilical hernia repair on (B)(6) 2016. During the surgery, the surgeon implanted strattice lot sp100403-068, item 1620002. After surgery, the patient returned to the hospital (B)(6) 2016 ad was diagnosed with lysis of adhesions and had a revision surgery. On (B)(6) 2016 the patient returned to the hospital again because she had a septated seroma and had the seroma and the strattice mesh removed.

Manufacturer narrative:
Internal investigation into strattice lot sp100403 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 4/26/2022, of the (B)(4) devices released to finished goods for lot sp100403, (B)(4) have been distributed with (B)(4) reported as implanted.